Event description:
It was reported that four months post procedure a vessel occlusion occurred. The physician completed treatment with a polarcath balloon in an unspecified vessel with good results. The patient returned four months later with a complete occlusion; looking worse than it did prior to the cryoplasty procedure. Patient status unknown.

Manufacturer narrative:
Event date: (B)(6) 2010. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device could not be reviewed. If any further relevant information is received a supplemental medwatch will be filed. (B)(4).